Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high and low blood glucose. No blood glucose readings were reported. The customer stated the paramedics were called. Troubleshooting was performed and the insulin pump passed the prime test. All programming was correct. The tubing clamp was not available for the high pressure test.